Manufacturer narrative:
This report is associated with argus (B)(4), breathe right nasal strips tan.

Event description:
Before my husband died, he used the breathe right nasal strips tan large [unknown cause of death]. Case description: this case was reported by a consumer and described the occurrence of unknown cause of death in a male patient who received breathe right nasal strips (breathe right nasal strips tan) nasal strip (batch number unk, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started breathe right nasal strips tan. On an unknown date, an unknown time after starting breathe right nasal strips tan, the patient experienced unknown cause of death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the unknown cause of death was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the unknown cause of death to be related to breathe right nasal strips tan. Additional details, adverse event information was received on 14 august 2017. The reporter stated, "before my husband died, he used the breathe right nasal strips tan large (count not specified)". Lot number and expiration date were unknown. This is 2 of the 2 reports from the same reporter. This case is linked to (B)(4).